Event description:
It was reported that during preparation for a vena cava filter placement procedure, premature filter deployment occurred. The 12f ss greenfield otw vena cava filter deployed when the physician had "simply lifted the device out of the package and removed the plastic end cap" on the carrier that is located on the tip of the capsule. The filter had "popped completely out" of the capsule and had partially opened. At this time, the safety sleeve remained on the carrier and the handle was in the locked position. The device had no contact with the pt. The physician used another MFR's device to complete the procedure. No pt injuries or complications were reported. Pt status is reported as "fine".